Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. As no sample was provided for investigation the reason for the malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available.

Event description:
As reported by the user facility information by bbm sales organization in china: "underinfusion" according to the customer: at 9:30 of october 16, the infant in bed 27 was given pumping of drugs according to medical order; at 10:30, the patient 's infusion condition was observed, and it was found that the machine didn' t push the syringe, and the drugs were not pumped. Replace the infusion space and report the equipment for repair.